Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 4 2022 for aortic serious injury events for the sapien 3 ultra valve, and the event occurred more than 1 year post procedure. This report is for reintervention aortic valve serious injury event for sapien 3 ultra transcatheter heart valve. This age for this patient is (B)(6) years. The gender is as follows: female.

Manufacturer narrative:
The investigation is ongoing. During the review of the thv/tvt registry data, the event was found to have occurred outside of 12 months from the implant date. This report provides an event received from the data from thv/tvt registry and reports for 1 reintervention aortic valve serious injury for the sapien 3 ultra transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 454. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for valve requires intervention - unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. Due to the valve serial number was not provided, the manufacturing non-conformances were unable to be determined. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), reoperation/device explant are listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for reoperation/explanting the valve 454 days post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.